Event description:
The user facility observed sparking, smoke, flames and an odor coming from the sq240 vic (variable intensity controller) during a patient procedure. Hospital personnel used a fire extinguisher to put out the flames and the patient was removed from the area. A delay was reported during the patient procedure however, it was later completed successfully. No injuries were reported.

Manufacturer narrative:
A steris service technician removed the vic and inspected the wiring for damage; the tech noted damaged connectors, capacitors c2 and c3 were damaged and overall smoke damage to the vic. The technician replaced the vic, verified proper operation of the vic and sq240 lights and returned the unit to service. The technician reported that biomedical stated the local power company had turned off power weeks prior to the reported event and the user facility had been running their power via a generator. Two of the devices responsible for the emergency power were not communicating properly and caused random power fluctuations. Biomedical experienced other pieces of equipment suddenly 'burning out' during this time. The expected useful life of the system is 7 years; the light system subject of the reported event is approximately 8 years old and subject to an obsolescence letter stating that effective (B)(6) 2010 steris will no longer fully support sq240 lights. Steris will offer a quote to the user facility for replacement lights. The risk of fire or any other incendiary event is minimal in this type of situation. The wall control is located outside of the area that would constitute an oxygen rich environment. The installation instructions for the proper placement of the wall control includes instructions for the wall control to be located at least 5 feet above the finished floor surface, in accordance with (B)(4) and local cod requirements for the use of flammable anesthetics.